Event description:
A report that rec'd that the pt is experiencing loss of stimulation. A bsn rep analyzed the pt's device and determined that the pt was experiencing high impedances. The physician replaced the pt's two extensions as they were displaying high impedances and the pt is reportedly doing well.